Manufacturer narrative:
No medwatch form was received.

Event description:
Seven months after implant, a home monitoring event reported 6 episodes in the vf zone, 2 successful shocks, 6 dumped shocks, and 21 capacitor charging cycles without successful termination. Patient noticed 2 shocks, but the clinic was not notified. Low impedance was observed when patient came in for follow-up. X-ray did not show any signs of lead failure. However, during the procedure, an insulation anomaly was observed. The lead was replaced.